Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician placed the pacing leads in the subclavian artery. Following the implant, the patient experienced  multiple mini strokes due to the pacing leads being  placed in the subclavian artery. Both pacing leads were explanted and replaced. No further patient complications have been reported as a result of this event.